Event description:
Follow up information received reported patient was to have the total ins system explanted at a yet to be determined date. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient experienced a lack of therapeutic effect after she fell "a few months ago." The impedance values measured were higher than average, but still within the normal ranges. Additional information was received that indicated impedances were also measured <(><<)>250 ohms and that the company representative and programmed around it. A revision of the occipital leads was planned in 2-3 months. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Lead model: 3986a, lot#: n182431, implanted: (B)(6) 2009, explanted: na. Lead model: 3986a, lot#: n179496, implanted: (B)(6) 2009, explanted: na. Extension model: 748966, serial#: (B)(4), implanted: (B)(6) 2009, explanted: na. Extension model: 748966, serial#: (B)(4), implanted: (B)(6) 2002, explanted: na. Programmer model: 7435, serial#: (B)(4). (B)(4).